Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination of the button contacts, inverted button slug and a dim, faded display.

Manufacturer narrative:
Submitted: 08/05/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad is torn over the up arrow button. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contrast, up arrow and down arrow buttons. On testing, the audio bolus button was noted to be difficult to push. The cover was removed from the audio bolus button for investigation and revealed the button slug to be inverted. The display as noted to be dim and faded. A test display was attached to the pump and illuminated properly without discoloration.